Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high and undefined atrial impedance. The sensitivity on the ra lead was decreased and the physician will be closely monitoring the lead for further issues. The ra lead remains in use. No patient complications have been reported as a result of this event.